Manufacturer narrative:
The reported precision pro meter was previously returned and investigated with satisfactory control solution testing, no further investigation for the meter is required. The reported test strips have been returned. However, further investigation was not performed as the strips were expired. Extended investigation has been performed. DHR (device history review) for the precision pro (g3ch) strips was reviewed, and the DHR showed the strips passed all tests prior to release. As the strip lot associated with this case was past its expiration date of (B)(6)2018 at the time of investigation, retain testing could not be performed. No further investigation is required.

Event description:
A healthcare professional reported receiving an inaccurately high reading on the adc blood glucose meter. Health professional reported receiving a meter reading of 285 mg/dl compared to a lab result of 93 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The reported adc reading was obtained from a patient experiencing medical issues unrelated to diabetes. The reported issue did not cause or contribute to a death, serious injury or mistreatment.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter powered on with button depression and upon docking. Control solution testing was performed and all results were within range specification and no errors were observed. No product deficiency was identified.

Event description:
A healthcare professional reported receiving an inaccurately high reading on the adc blood glucose meter. Health professional reported receiving a meter reading of 285 mg/dl compared to a lab result of 93 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The reported adc reading was obtained from a patient experiencing medical issues unrelated to diabetes. The reported issue did not cause or contribute to a death, serious injury or mistreatment.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported receiving an inaccurately high reading on the adc blood glucose meter. Health professional reported receiving a meter reading of 285 mg/dl compared to a lab result of 93 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The reported adc reading was obtained from a patient experiencing medical issues unrelated to diabetes. The reported issue did not cause or contribute to a death, serious injury or mistreatment.